Event description:
Port-a cath inserted (B)(6) 2006 for chemo tx. After a tx chemo sanguinated to tissue. Xray found the catheter line in her heart. The line was removed at another facility where she was receiving chemo. The pt. Was sent back her to have the pump removed. They stated the catheter looked jagged. Rubber diaphragms on the top looks like pieces are missing - question from piercing.